Event description:
It was reported that continuous glucose monitor showed error message for sensor. There was no reported adverse impact to the customer. Customer contacted support, received complete instructions for resetting pump, was guided through reset, and after reset error did not appear again and sensor session was successfully started.